Event description:
On (B)(6), accelus was made aware of an event when dr. (B)(6) informed us that they were needing to perform surgical intervention from a case on (B)(6)2024. The patient had a tlif using flarehawk7. The surgeon said they were needing to revise the case due to l5 paresis. He said that bone chips were blocking the foramen. He reported having trouble with the bone funnel because the bone graft had big chunks so they got stuck in the fh7 bone funnel. Thus, the complaint is alleging an issue with graft delivery through the tamp and funnel and there was no alleged issue with the implants from the case. On (B)(6), additional information was provided after speaking with dr. (B)(6), he reported that the patient's revision went fine and the patient was doing well. No additional information was able to be provided for the devices involved. At the revision, they took all the bone graft that was misplaced. Patient had much better control yesterday but still with numbness in a tolerable radicular pain (in regression).

Manufacturer narrative:
The parts were not returned, no analysis could be performed. Not enough information was provided to accurately assess the potential failure mode. Complications with the bone funnel were reported because the bone graft had large granule size and became stuck in the fh7 bone funnel. It is possible that excess force was used to displace the large chunks, causing complications. It is not clear weather or not the graft material was inadequately hydrated or if the granule size was too large for the fh7 bone funnel. No ncmrs or complaints were found that identified a trend, and labeling instructions were found to be adequate. Based on the DHR reviews, there is no evidence to suggest that the devices were nonconforming before use and as such no further escalation is required at this time. We will continue to monitor for similar complaints and emerging trends.